Event description:
It was reported that the customer had an urgent care visit due to high blood glucose of 450mg/dl. The caller mentioned that the insulin pump does not alarm even when the tubing is kinked. The mother stated that the customer experienced ketones and nausea. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Reviewed the bolus history and found that she did not miss any corrections or meal boluses. The mother stated that the drive support cap appears normal. Assisted the caller to run a manual prime test and the insulin did exit. Performed the high pressure test and passed. Instructed the mother to remove the cannula and it was not bent or occluded. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.